Event description:
It was reported that a dexcom g7 sensor paired to the dexcom app failed to pair to the ilet despite entering the pairing code and toggling between g6 and g7 options; capillary blood glucose was 226 mg/dl during troubleshooting, and glucose values returned to range by the next morning. Symptoms included no reported clinical symptoms. Outcomes included no alerts or alarms, no medical intervention, and no hospitalization. Investigation included technical support troubleshooting and follow-up contact.

Manufacturer narrative:
Investigation of this case revealed that the cgm-to-ilet communication issue resolved without hardware replacement, and the ilet remained connected and operating. It was concluded that the event was a transient pairing failure limited to the cgm-to-ilet connection that resolved with time and user guidance.